Manufacturer narrative:
The compressor was investigated by our field service engineer. No fault was found. The compressor was returned to service after successful verification of proper function. The root cause of the reported unintended standby has not been determined.

Event description:
It was reported that the compressor unintentionally went into standby. There was no patient involvement. Manufacturer's ref #: (B)(4).